Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caller is stating that one of her residence has an rii chair and a bolt fell off the axle and the wheel fell off.